Event description:
It was reported the patient has felt a discomfort or burning sensation on and off for about a month. The implantable neurostimulator (ins) pocket site felt ¿hot to the touch.¿ the patient¿s ins had been turned off since they had a hysterectomy about six months previous. It was noted that the ins also moved closer to the surface of the skin. Stimulation was turned on and the patient could feel stimulation in the perineum, ¿as before.¿ there were no known accidents or incidents related to the complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v632934, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).